Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device emitted beeping tones because the device and right ventricular(rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed possible causes of the observed high out-of-range shock impedance measurements. The clinic plans to continue remote monitoring of this patient. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received indicates that the right ventricular (rv) lead and device were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in three segments with an extracting stylet stuck in the middle and distal segments. Visual inspection revealed calcified body fluid on the entire distal shocking coil. Testing showed that as the calcified material was removed, the impedance measurement dropped. A resistance test was completed to assess lead electrical performance of each of the three segments. Measurements were within acceptable limits. Analysis determined that the calcification may have caused or contributed the reported high shock impedance measurements.